Manufacturer narrative:
Occupation-clinical engineer. PMA/510(k)- k130520. The actual sample was received for evaluation, and a movie was provided by the user facility. Review of the movie revealed a foamy liquid was flowing out from the gas outlet port. Visual inspection of the actual sample revealed that the fiber on the gas inlet port and gas outlet port had decolored in red. There was not any breakage in the visible range. The gas channel was blown with air. As a result, liquid was flown out from the gas outlet port side. The liquid was tested with protein test, and the presence of protein was confirmed. In addition, the collected liquid was centrifuged. As a result, no precipitation of blood cell components was observed. Therefore, it was considered that the plasma component leaked due to hydrophilization of the fiber. The actual sample was filled with glutaraldehyde-containing physiological saline solution and fixed, and then the housing and the filter were removed. Visual inspection of the filter found formation of blood clots on the outer and inner surfaces of the filter. The oxygenation module was visually inspected and revealed a formation of blood clots. No anomaly was observed in the winding state of fiber. The fiber layer was removed gradually while the winding state of fiber was inspected visually. It was confirmed that the fiber was wound in good order and no anomaly was observed. The heat exchanger was removed from the outer cylinder and visually inspected with magnifier. No obstruction was noted in the channel. Electron microscopic inspection of the fiber revealed adhesion of plasma component on the inner surface. Subsequently, the fiber was rinsed, and then the inner surface of the fiber was inspected with an electron microscope and compared with a fiber from a current product sample. No difference was observed in the state of micro pore of the fiber between them. The fiber was cut, and the cross section was inspected with an electron microscope and compared with the fiber from the current product sample. No difference was observed in the thickness or in the state of micro pore. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Review of the pump record was reviewed, however, no factors that could lead to the plasma leak could be read from it. Ecc started at 11:00 and ended at 18:00. The pressure changed in accordance with the changes in the flow rate throughout the procedure. No significant pressure rise was observed. Hemolysis was recorded at 12:37 in the comment section. Plasma leak was recorded at 16:30 in the comment section, however, no event that could be attributable to a plasma leak was observed. IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The plasma leak was likely to have occurred during use; it is likely that due to a change in the blood properties a surface-active substance may be generated in blood, this may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, and the fibers got hydrophilized, resulting in plasma leak; the pressure inside the oxygenator module raised by some factors, such as clotting, may cause the pressure applied from the blood channel to the gas channel to get increased, and this may create the circumstances where force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas channel. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox custom pack was used during the procedure. A plasma leak was observed in four hours after pump was on. It was just before turning off the pump and there was no drop in the oxygenation performance observed, so they continued pumping. The patient was not harmed. The procedure outcome was not reported.